Manufacturer narrative:
Eval summary: while a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for add'l info regarding the corrective action taken. Eval: as returned, the tibial insert exhibits wear and tear on the backside and articulating surfaces. Due to the condition of the insert, dimensional analysis was not performed. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be rec'd, the complaint will be reopened.

Event description:
It is reported that the pt was revised to treat a tibial cyst, thought to be caused by polyethylene wear.